Event description:
It was reported that the right atrial (ra) lead had diminished sensing and oversensing of far field r-wave (ffrw). The lead sensing parameters were reprogrammed. The lead remains in use. It was further reported that the right ventricular (rv) lead had diminished sensing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) ICD, implanted: (B)(6) 2015. (B)(4).